Event description:
The 2.5x23 mm pixel was implanted at the long lad lesion, and dissection was found at the distal end of the stent. Predilatation was performed at the dissection and an attempt was made to treat the dissection with a 2.5x13 mm pixel; however, it failed to access the lesion. During the attempt to withdraw the stent, the stent dislodged leaving the stent, undeployed, inside the previously implanted stent. No pt effect was reported. The pixel 2.5x13 stent is being reported separately.